Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with presyncopal symptoms. Upon interrogation, the pulse generator exhibited noise with a loss of pacing. The device was explanted and replaced on (B)(6) 2016. The patient's condition post procedure was stable.